Event description:
The patient has two leads from the same lot. It was reported the patient is no longer receiving stimulation. Reprogramming to provide resolution was unsuccessful. The sjm representative was also unable to perform an impedance check. The next course of action is unknown at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.